Event description:
It was reported that the spinal cord stimulation (scs) patient experienced battery depletion of the implantable pulse generator (ipg) faster than expected after undergoing a surgical procedure for back pain. Therefore, a database analysis was performed and confirmed premature battery depletion which coincided with the time of the back pain procedure. However, the root cause of the faster battery depletion cannot be confirmed with the provided database. The ipg remains implanted in the patient.

Manufacturer narrative:
Additional information provided in block h6: evaluation method codes, evaluation result codes, evaluation conclusion codes.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced battery depletion of the implantable pulse generator (ipg) faster than expected after undergoing a surgical procedure for back pain. Therefore, a database analysis was performed and confirmed premature battery depletion which coincided with the time of the back pain procedure. However, the root cause of the faster battery depletion cannot be confirmed with the provided database. The ipg remains implanted in the patient.